Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after 0.7 month or 20 day implant duration due to endocarditis. The source of the infection was methicillin-resistance staphylococcus aureus. It was also reported that the patient expired after the operation on an unknown date to an unknown cause of death. No further information was provided.